Event description:
Reporter indicated a handheld vns hp jornada computer's screen was freezing and not holding a charge. Product analysis was completed on the returned handheld computer and flashcard. The flashcard analysis identified no anomalies. Analysis of the handheld computer revealed a broken solder joint near the main battery terminal. The broken solder connection can prevent the main battery from making good electrical contact with the pcb. The poor electrical connection can prevent the main battery from being recharged while using the ac adapter.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.